Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, sleep current measurement and active current measurement and self test. No unexpected pump error 25 noted during testing or in the device trace download. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, missing serial number label, missing end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unknown pump error alarm. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.